Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-10151. The pt's scs system includes the ipg and two leads from the same lot ((B)(6)). It was reported the pt experienced pain around the lead insertion and ipg pocket sites the day following implantation. As a result, the length of the pt's hospitalization was prolonged and he/she was treated with IV medications to address the issue. It was also reported the pt had a hematoma (location unk). F/u info revealed both the pain and the hematoma have since resolved. It was noted that the pt's renal function worsened during the hospitalization; however, the physician denied any relation between the pt's renal function and the scs devices/procedure.